Event description:
As reported, a 5f mynx control vascular closure device (vcd) was attempted to be inserted into an unknown sheath but could not be inserted, as the sealant was swollen before inserting into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with IFU instructions. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. There was no vessel tortuosity. There was no exposure of the sealant to bodily fluids. The sealant was not exposed, only swollen being inside the shaft. The device was removed from the package per the IFU. The device is being returned for evaluation. Addendum: product evaluation states the sealant showed evidence of swelling and protrusion.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was attempted to be inserted into an unknown sheath but could not be inserted as the sealant was swollen before inserting into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The device was used in a percutaneous coronary interventional (pci) procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. There was no vessel tortuosity. There was no exposure of the sealant to bodily fluids. The sealant was not exposed, only swollen being inside the shaft. The device was removed from the package per the IFU. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant showed evidence of swelling and protrusion along with a high exposition of blood. The sealant sleeves showed a damaged condition that could be related to the swelling explained in the event reported. No secondary damages or anomalies were observed on the returned device from the condition reported in this complaint, nor another visible issue. The syringe and procedural sheath were not returned with the device for this evaluation. Per functional analysis, the catheter sheath introducer (csi) introduction simulation was executed with an applicable cordis laboratory csi and the received device. The results showed that there was an obstruction condition noted when introduced into the cordis lab csi. The damaged condition of the sleeves appears to be obstructing the path of insertion into the csi. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the damaged condition the sealant sleeves did not permit insertion into the sheath. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures notes could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.